Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a broken wire was observed on the maryland bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following: the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The instrument's grip tips were bent. One grip was bent causing side to side misalignment of the grips. There is a .051 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.